Manufacturer narrative:
On 31 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: cup mobilization few weeks after primary cementless total hip arthroplasty. Low quality pre-revision x-rays don't allow a clear evaluation of the event. The post-primary images are not available. The cause of this event can not be determined. Batch review performed on 10 april 2017. (B)(4).

Event description:
The patient came in complaining of discomfort in the groin area. At x-ray examination, cup mobilization was found. A revision surgery was planned for the following day. The cup was removed without difficulties and a new one was implanted with a screw after having regularized the surface. The stem was stable.